Manufacturer narrative:
Correction to initial MDR: UDI number was reported as (B)(4). Correct UDI number is (B)(4).

Event description:
It was reported that far r wave oversensing was observed via a merlin transmission. Programming changes were recommended. Patient monitoring will continue.